Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that she was in (B)(6) on vacation and it was very warm. Customer went to bolus and the buttons locked up. Customer took the battery out and put it back in, but the issue was not resolved. Customer then took the battery out and let it sit. Customer then received a battery out limit alarm and the buttons were not responding. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with intermittent button responds due to corroded keypad traces. No button error alarms noted during testing. The device had normal operating currents, no alarms occurred during testing. The device had cracked case at the display window corner, cracked reservoir tube, minor scratches on the lcd window, cracked battery tube threads, and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.